Manufacturer narrative:
Investigation conclusion: customer's observation was not replicated in-house with retention devices. Retention devices were tested with in-house drug free donor urine; all thc, coc, amp, met and opi results were negative at 5 min read time and met qc specification. No false positive results were obtained. Manufacturing batch record review did not uncover any abnormalities. Root cause could not be determined base on the information provided. Based on the information available, there is no indication of a product deficiency. Due to increase of faint line/false positive thc complaint issue, (B)(4) initiated CAPA (B)(4). This issue will be subject to tracking and trending.

Event description:
Customer alleging receiving false positive test results for drugs. Customer alleges they received negative blood work results. Customer did not specify what the specific test results were for. Although requested, no additional information was received. No patient information provided. No adverse patient sequela reported.